Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for high out-of-range shock impedance of 129 ohms. The trend had been in the 100-110 ohms range with some daily fluctuations up to the 120 ohms range. The presenting electrogram revealed no issues and technical services discussed programming the alert to a higher value. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.